Event description:
The customer reported an incorrect patient fluid removal two times (refer to 9616026-2006-00325) set patient fluid removal rate was 0 ml/hr, but the display screen read - 379 ml after 1 hour. They also had a pbp weight alarm and a clamped pbp bag (2x) during this period.

Manufacturer narrative:
Download event data-file evaluated by a technician at the manufacturing site showed a typical example of a so called "history jump" (incorrect value displayed). Preventive action related to this problem "history jump" has been decided and distributed according to rebuilding order 002 and 003 presented in the correction and removal report 9616026-05/25/06-006-c. Due date rebuilding order 002: 08/15/06. Due date rebuilding order 003: 10/01/06. Gambro renal products will implement a revision to current software. The new software version 3.00 will reduce the likelihood of occurrence of the known causes of "history jump". The planned release date for software version 3.00 is year-end 2006. No further action will be taken.